Manufacturer narrative:
(B)(4). Method: the complaint head harness and baffle insulation from the complaint device were returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection of the upper head harness revealed discoloration. The baffle insulation was also found to be discoloured, and it was observed the customer had fitted a non-fph shrinking tube to the brown insulating wire. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discolouration of the baffle insulation is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The damaged components were replaced and sent to the customer where a licensed biomedical equipment technician carried out the repairs.

Event description:
A hospital in (B)(6) reported that the head harness and baffle insulation of an iw910 mobile infant warmer were discolored. No patient consequence was reported.